Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer complained of vomiting and chest pain. She was treated with an insulin drip. Upon inspection of the insulin pump, many no delivery alarms were found in the alarm history. She stated that she had changed the infusion set and did not notice anything. The customer called again later to troubleshoot for high blood glucose and no delivery alarms. The blood glucose reading was 330 mg/dl, which lowered to 250 mg/dl by the end of troubleshooting. She reported that the no delivery alarm had been resolved by complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.